Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) for high blood glucose. Customer wearing the pump at time of hospitalization. The insulin pump got replaced twice and it got insulin could not be delivered. The insulin pump will not be returned for analysis.